Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2024 around 10:00pm, the patient was experiencing lightheadedness, and then started vomiting. The patient¿s dexcom was reading 40 mg/dl but the patient stated she did not get any low alerts on her dexcom receiver. The patient¿s husband gave her some coke and peanut butter. The patient¿s husband also called 911. Once ems arrived, the patient¿s bg meter reading was 35 mg/dl and the cgm was reading 40 mg/dl. Ems provided the patient with oral ¿glucose syrup¿, IV dextrose and transported her to the hospital. At the hospital, the patient was also found to have a low potassium level and was treated with potassium pills. The patient was discharged home 2 days later. At the time of the report, the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.